Manufacturer narrative:
The customer's complaint is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. As a lot number was not provided, conmed could not conduct a two-year lot history review. The device is not manufactured by conmed, and as a lot number was not provided, there could be no review of the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame 630,054 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that if using the optional sound cap (8mm, 12mm): inspect sound cap blue foam and blue seal prior to use; use caution when inserting a sharp or large device through the cannula and inspect the sound cap after use for physical damage of any kind. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the sales representative reported an issue with the 12x100 airseal port sound cap, item # ias12-100lp with an unknown lot. It was reported that during a robotic assisted sigmoid colectomy the blue rubber of the muffler sound cap came off during the surgery. This happened during normal instrument insertion using the port as an assist port. It was a standard lap instrument of a standard size. The piece of rubber was noticed and retrieved by using a laparoscopic grasper. It is noted that all the pieces were retrieved from the patient. It is indicated that there was no impact or injury to the patient and the procedure was successfully completed with no reported delay. The exact date of the surgery is unknown as it was reported happening "about 2 months ago" and the device is no longer available. Although requested, no other information was available.